Event description:
The balloon on the thermachoice ablation disposable handpiece had a hole, therefore it was not inflating as it should. The surgeon was able to inflate the balloon when testing, however, the balloon did not inflate during treatment. Bloody drainage was noted when aspirating air out of the balloon when rechecking patency of the balloon.====================== health professional's impression======================it is the impression of nursing staff and the surgeon that the balloon became compromised between testing and the actual procedure.